Event description:
It was reported that pump experienced malfunction with code 12 while customer was using it, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level, and a low reading of 58 mg/dl was reported during the event. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if malfunction code appeared again, which customer acknowledged and understood.